Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that he chose to cancel the previous night's treatment due to an unexpectedly long dwell time. When the patient removed the cassette, it was noted that there was fluid leaking inside of the cassette door. Technical support advised the patient to discontinue use of the cycler. The patient will utilize manual treatment and the cycler will be replaced. Upon follow up with the patient's nurse, it was confirmed that the patient experienced no adverse event, infection or serious injury due to the fluid leak. No antibiotics were administered. The patient is successfully completing treatment on the new cycler. The cassette product has been discarded.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported that he chose to cancel the previous night's treatment due to an unexpectedly long dwell time. When the patient removed the cassette, it was noted that there was fluid leaking inside of the cassette door. Technical support advised the patient to discontinue use of the cycler. The patient will utilize manual treatment and the cycler will be replaced. Upon follow up with the patient's nurse, it was confirmed that the patient experienced no adverse event, infection or serious injury due to the fluid leak. No antibiotics were administered. The patient is successfully completing treatment on the new cycler. The cassette product has been discarded.